Event description:
It was reported that the device was at elective replacement indicator, was no longer functioning and had no telemetry. The device was explanted and was not replaced per the patient's request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.